Event description:
The customer reported that, during preparation for a gastroscopic procedure, the image on the subject device was blurry. The procedure was completed with another similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter name and address: full address : (B)(6). The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the image was blurry with slight stripes. In addition, adhesive was missing from the edge of the objective lens. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely abnormal image occurred by fluid invasion from where the ob-lens glue was chipped by physical stress. The event can be detected/prevented by following the instructions for use which state: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.